Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The console was inspected and tested in the field: maintenance protocol, electrical safety test (est) and tests in doctors mode all passed. The reported complaint was not confirmed. No problem detected: the system passed all testing and no issues were found. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that while using the greenlight laser console during a prostate procedure, a fiber overheat message was received and the physician aborted the procedure. There was no patient harm or adverse outcome as a result of the event.